Manufacturer narrative:
Field service evaluated pump but could not duplicate difficulty. They reseated connectors, checked operation, and updated software. A fuse clip was added. Pump was run overnight w/o difficutly. Pump was returned to service.

Event description:
Pump switched off in use. Pump was exchanged off pt. There were no reported pt complications.